Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a procedure for treatment of stenosis caused by a malignant tumor, performed on (B)(6), 2010. According to the complainant, during the release phase, there was an expansion problem with the stent. After an unknown amount of time, the stent was removed. The procedure was completed with another wallflex enteral colonic stent. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Steris conducted refresher in-service on october 20, 2009. If not used properly, an accessory attached to the 9" urology extension may become unintentionally detached during use. This possibility is the object of a voluntary field correction initiated by steris corporation on february 17, 2010 (report (B) (4) ) of 9" urology extensions. As part of the field correction, rail locks are installed on the side rails of all 9" urology extensions which will prevent unintentional disconnection of attachments from the side rails. The user facility 9" urology extension has been repaired and returned to the customer.

Manufacturer narrative:
The steris account manager verified that he trained the staff on the use of this equipment when it was put into service. A steris service technician inspected the equipment after the incident and determined it was fully operational. The area where the powerlift slipped from the rail was covered with draping material, and this loss of visibility caused the powerlift to move too far along the extension resulting in it slipping from the rail. Steris will schedule a refresher in-service training for staff on the use of this equipment. It was recommended that the user facility not drape materials on the rail that may impede visibility when the extension is being used

Event description:
A hospital reported that a nurse injured her back when the powerlift she was using to position a patient's stirrups slipped from the rail. The nurse did not seek medical attention, has returned to work and reported no lasting effects.